Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011; inratio: 7.0, 5.0 or 5.5 on retest. Date: (B)(6) 2011; lab: 1.4. Coumadin held for a few days. Test performed at hospital a few days later - no date provided. Not sure of time difference between tests, but it was at least a couple of days. Pt history not available. Also had (B)(4) errors on some pts.